Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 19, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacture. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt to confirm a broken venous thermistor. The representative retention samples of the same lot number were reviewed for damage to the venous inlet on the reservoir with no damage observed on three samples. Due to an increase in broken venous thermistor complaints and internal discovery, an investigation has been conducted resulting in the modification of production fixturing to prevent the occurrence of broken venous thermistors. A training has been conducted for all production operators that handle thermistors and the subassemblies into which they are built. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the temperature probe fell off with almost zero effort when attaching the cable. No health consequences or impact. Product was changed out. Procedure was completed successfully.